Manufacturer narrative:
The model and serial number of the unknown roche analyzer were requested, but not provided. On (B)(6) 2023, the inside of the e411 reagent disk was wet, so the customer wiped it. After the field service engineer visited the site on 13-dec-2023, the inside of the disk was wet. The serial number of the e411 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for six patient samples tested with elecsys estradiol iii on an unknown roche instrument and a cobas e411 rack. On (B)(6) 2023, control recovery dropped sharply for the estradiol test on the e411 analyzer. The customer replaced the estradiol reagent, calibrated, and ran controls. There were no problems with measurements on this day. On the morning of (B)(6) 2023, there were no problems with control recovery on the e411 analyzer. Doctors questioned values for an unspecified number of patient samples measured on an unknown roche instrument on (B)(6) 2023. The values were questioned because values did not match values obtained with other samples collected from these patients in the evening. These samples were repeated on the e411 analyzer on (B)(6) 2023 and results were discrepant. Data was provided for three patient samples with discrepant results. The first sample initially resulted in an estradiol value of 1123 pg/ml when tested on the unknown roche instrument on (B)(6) 2023. The sample was repeated on the e411 analyzer on (B)(6) 2023, resulting in a value of 830.9 pg/ml. Additional values of 1100 pg/ml from the unknown roche analyzer and 800 pg/ml from the e411 analyzer were provided. It was asked, but it is not known if these additional values were from the same sample or a different sample. The second sample initially resulted in an estradiol value of 446 pg/ml when tested on the unknown roche instrument on (B)(6) 2023. The sample was repeated on the e411 analyzer on (B)(6) 2023, resulting in a value of 271.4 pg/ml. The third sample initially resulted in an estradiol value of 781 pg/ml when tested on the unknown roche instrument on (B)(6) 2023. The sample was repeated on the e411 analyzer on (B)(6) 2023, resulting in a value of 428.9 pg/ml. Additional values of 780 pg/ml from the unknown roche analyzer and 420 pg/ml from the e411 analyzer were provided. It was asked, but it is not known if these additional values were from the same sample or a different sample. The field service engineer visited the site and ran instrument checks on the e411 analyzer. Performance testing showed no abnormalities. Probe positions were confirmed and cleaning maintenance was performed. Calibration and controls were performed. Controls showed lower recovery. Patient samples were then repeated on the e411 and values were lower than previous values. Three additional patient samples had discrepant results (samples 4-6). Sample 4 initially resulted in an estradiol value of 655 pg/ml when tested on an unknown roche instrument on (B)(6) 2023. When repeated on the e411 analyzer on (B)(6) 2023, the result was 481.1 pg/ml. Sample 5 initially resulted in an estradiol value of 1123 pg/ml when tested on an unknown roche instrument on (B)(6) 2023. When repeated on the e411 analyzer on (B)(6) 2023, the result was 736.5 pg/ml. Sample 6 initially resulted in an estradiol value of 319 pg/ml when tested on an unknown roche instrument on (B)(6) 2023. When repeated on the e411 analyzer on (B)(6) 2023, the result was 218.2 pg/ml.

Manufacturer narrative:
The unknown roche instrument has been confirmed as cobas e411 serial number (B)(6). The field service engineer performed multiple actions on the instrument. The reagent jacket assembly was replaced due to the observed condensation. The issue was resolved after replacing the reagent jacket assembly. The investigation determined the service actions resolved the issue.